Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board, power control pcb and smart switch pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a workstation communication error, the field engineer noted that the system would not boot. There is no report of death or serious injury associated with this event.